Event description:
It was reported the patient developed an infection. The infection was at t2 on the right side of the construct (t2-l4). The infection was concentrated around one screw at the top of the construct. The onset of the infection was 2009. The symptoms included swelling discomfort and pain. Cultures were taken. The type of organism was not identified. The patient required removal of the implants with wash out and vac closure. The patient returned to operating room 48 hours later for vac removal and closure. The patient was treated with IV antibiotics in the hospital, and transitioned to 6 week oral antibiotic treatment. The patient was doing fine post removal of the implants. It was also reported the surgeon thought maybe the rod / set screw were loose. There was no crossthreading.

Manufacturer narrative:
A review of the device history records found no additional information that indicated a non-conformance to specification.